Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2015 at 15:40; deliveries never resumed. The black box showed a loss of prime associated with a cartridge change on (B)(6) 2015 at 20:38; deliveries resumed at 20:46. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 350 mg/dl with polydipsia and extreme drowsiness associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.